Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device depleting pad-paks.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 22nd february 2012. The device history records for the returned sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 350p from heartsine technologies, belfast on the 18th june 2014. The history log for this device showed that the pad-pak was first installed on (B)(6) 2014 and that it had performed to specification up to (B)(6) 2017. Multiple manual power ups, mainly of ten minutes duration, were observed in the device memory, between (B)(6) 2017 and the last log entry on (B)(6) 2017. During this time, an installed pad-pak became depleted and a further pad-pak was installed, which also became depleted. The device was disassembled to investigate. The membrane was removed and upon visual inspection corrosion was observed on a track of the membrane tail. The corrosion observed would indicate the device had been subject to moisture ingress . The corrosion on the membrane tail would suggest that the device had been stored in adverse conditions, however, this could not be verified by other means. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.